Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 307 days following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) in the mitral position in a pediatric patient, the valve was explanted due to left ventricular outflow tract obstruction. It was reported that there was no failure of the valve, rather the explant was due to a "surgical technical error" in off-label placement of the valve. It was replaced with another model medtronic bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.